Manufacturer narrative:
Undisclosed injury. Undefined device problem. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500 form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery (B)(6) 2016 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced hernia recurrence and adhesions.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.